Event description:
Dealer advised getting three wrench flash error code and leaking. Spoke with tech advised left motor code. Tech advised left motor gearbox should be replaced. Dealer advised right side is started to have condensation. Dealer could not provide any further information.